Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse removed and cleaned the blood sampling valve (bsv), but the issue was not resolved. The fse checked the red blood cell (rbc) and white blood cell (wbc) apertures and did not note any abnormalities. The fse then replaced the bsv, which resolved the issue. (B)(4).

Event description:
The customer reported a coulter hmx hematology analyzer with autoloader generated platelet (plt) quality control failures during instrument startup. There were no erroneous patient results generated and there was no impact to patient treatment in connection with this event.